Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds and failure to capture. X-ray imaging was performed and revealed a dislodgement of the rv lead and lack of lead slack. While attempting to reposition the lead, it was noted that the helix could not be extended. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture and lead slack issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region consistent with procedural damage. The reported events of failure to capture, dislodgement and lead slack issue were not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing was normal.